Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res), who reportedly replaced the capacitor to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius res (regional equipment specialist) technician was called onsite by a user facility to repair a 2008t machine with a reported 24v low. Upon inspection of the machine, the res reported finding a charred connector on the blue capacitor on the power supply the res replaced the capacitor to resolve the issue and return the machine to service. It was confirmed there was no patient involvement. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.